Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trial articulating surface broke while trailing. One of the backside posts and spring broke off. Photo available. No surgical delay. All pieces were retrieved.

Manufacturer narrative:
(B)(4). The reported device was not returned for evaluation, however review of the provided photograph confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.